Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor bridge test. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause. The device received repairs and was returned to the customer.